Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed, and the reported condition that the small battery drive device would not move was not confirmed. Therefore, assignable root cause was not determined. However, it was determined that moving parts of the trigger of the device did not move smoothly. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Event description:
It was reported that during service and evaluation, it was determined that moving parts of the trigger of the small battery drive device did not move smoothly and the device had cosmetic damage. It was noted that the attachment coupling had wear/deformation, and the upper trigger was stuck. It was further determined that the device failed pretest for general condition and check for sticky triggers. It was noted in the service order that the device would not move. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.